Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the astral device will not power up on internal battery or ac power. Inspection found that the ac input connector in the chassis assembly was damaged and would not provide power to the device or charge the internal battery. The ac input connector was replaced to address this issue. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power up. There was no patient injury reported as a result of this incident.